Event description:
Customer reported that the system monitors went black. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and restrapped the input power transformer and reset the breaker. System operates as intended.